Event description:
Information received from the regional sales manager that the tip came off during an abdominal aneurysm procedure in 2003. In april 2003 the user facility was contacted and reported the tip was retrieved and no patient injury or surgical delay was reported. A request has been made to retrieve the instrument from the or and return for investigation. To date, the instrument has not been returned.